Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had high impedances; greater than 2,000 ohms. It was stated that the patient was getting "great tremor control", but the impedances were a concern. On circuit c-0 the impedance was 1540 ohms, c-1 was 1940 ohms, c-2 was 1641 ohms, and c-3 was 1620 ohms. And circuits 0-1, 0-2, 0-3, 1-2, 1-3, and 2-3 were all greater than 2,000 ohms. The impedance therapy was 2v, 90 pulse width, 185 hz, programmed on contacts 3-, 0+. Impedances that showed greater than 2,000 ohms were at a current of 18 ua. It was noted that the patient had "no problems with therapy control." No further information was provided.